Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent was found off of the balloon, as it was inserted into the rhv. The 2.25 x 8 mm xience v stent delivery system (sds) was removed and a new sds was used to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.